Event description:
The site reported that the patient had a follow-up ent appointment on (B)(6) 2020 where a nasal cauterization was completed. The epistaxis resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A direct correlation between the reported epistaxis and the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this investigation. The patient presented to the emergency department on (B)(6) 2020 after experiencing epistaxis the previous night. A nasal congestion spray and nose clip were applied. At a follow-up appointment on (B)(6) 2020, a cauterization was completed and the event reportedly resolved. Multiple requests for additional information regarding this event were submitted to the account; no further information was provided. The hm3 lvas instructions for use lists bleeding as a possible adverse event that may be associated with the use of hm3 therapy. The patient remains ongoing on heartmate 3 support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject called the vad coordinator to report ongoing, slow epistaxis which started the previous night. The vad coordinator suggested either continuing to watch for another 2-3 hours (without pulling any clots out) or going to local emergency department (ed). The subject chose to go to the ed, where he was given a nose clip. The subject removed the nose clip several days later, but bleeding returned. A follow-up appointment was scheduled with local ear nose and throat doctor on (B)(6) 2020. No further information was provided.